Event description:
Customer reported experiencing a past low blood glucose event with a recorded lowest level of 50 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult a healthcare provider to discuss potential factors affecting blood glucose levels.